Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The device also had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and moisture damage on the electronic and motor assembly.

Event description:
Customer reported that they jumped into the pool with the insulin pump on and now the keypad is unresponsive. Customer also received a button error alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.